Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device with original packaging was returned to the manufacturer from the customer and a physical evaluation was performed. During disinfection, a leak was found on the cassette film. The reported condition was confirmed. Visual inspection of the actual device was performed with a microscope and a hole at the cassette film was discovered. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The ups tracking number was verified, and no information was found that the customer sent the sample. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a fluid leak was discovered on the inside of the cassette door of a cycler after ending a training pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The registered nurse (rn) reported that fluid did come in contact with the cycler. The rn reported that the patient was not connected to the cycler. The rn was advised to discontinue the use of the cycler. A new cycler was issued to the clinic. Upon follow up, the rn stated there was no patient involvement during the event. The rn stated that this event occurred while they were using the cycler to train a patient. The rn stated that the patient was not connected to the cycler. The rn stated that the fluid leak occurred from the cassette as they opened the door of the cycler while tearing down the machine. The clinic has received a new cycler which is working well. The liberty cycler set used by the rn is available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.